Event description:
The family member called to report that the customer was hosptialized for dka. It was indicated that the customer received a back pressure sensitive alarm the night before while asleep. The customer had taken a manual injection to treat hbg and went back to sleep. Then the customer woke up and was vomiting. It was reported that the customer believes hbg was due to illness. While troubleshooting the pump, the family member cleaned the leadscrew and was able to prime a new infusion set. The family member was educated on the alarms that occurred on the pump and was instructed to call back if alarms persist.